Event description:
It was reported that the patient was admitted for right heart failure and outflow graft stenosis caused by seroma. Although no obvious changes were observed in right heart catheterization and ventricular assist device (vad) parameters, a surgery was performed to release the stenosis. There was reportedly no relationship between the event and the device ad there was no complication specific to the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the cause of the seroma was exudation from the outflow graft because it was covered with a gore-tex sheet to prevent adhesions. The course after seroma removal was reported to be favorable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was unable to be confirmed, and a specific cause for the obstruction could not conclusively be determined through this evaluation. Additionally, a direct correlation between the device and the reported heart failure symptoms could not be conclusively established. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further related issue reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, " introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.